Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed without patient injury. The nurse stated the surgeon had miscalculated the power of the lens and implanted the incorrect diopter. The surgeon recalculated and implanted the proper lens. It was stated stated the indingo-p injector and sfc-25 cartridge were used, but the lot numbers were unknown.